Event description:
The account alleged that the side rail latch was sticking and would not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail latch plastic insert was not fully seated allowing the side rail latch pin to jam. The technician seated the side rail latch plastic insert to resolve the issue.